Event description:
The customer stated while running pt samples on the axsym digoxin iii assay, they have received error code 1113 (invalid test result, read value). No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.